Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels ranging above 290 to 335 (mg/dl). The customer believed the pump was not working. The customer delivered a correction bolus via the pump and administered a manual injection. The customer had changed all supplies prior to contacting tandem technical support, therefore troubleshooting was unable to be performed. The customer reported bg levels had stabilized to 120 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin. Multiple attempts were made by tandem technical support to obtain additional information, however no response was received.